Event description:
The reporter stated that his wife did meter to lab comparison tests, approximately 40 minutes apart. The results were 128 mg/dl on her meter, and 166 mg/dl for the lab test. No symptoms were reported. On followup, the lifescan representative reviewed testing procedures, and discussed meter/lab testing and meter accuracy.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8